Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the 10 ml bd posiflush¿ sp syringe had foreign material in syringe. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: this is the first complaint to the batch 7079981 for the same defect or symptom. There was no documentation of issues for the complaint of batch 7079981 during this production run. All our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update sep13, 2017. A sample was received. It came in a plastic zip lok bag, a syringe and a 3 way extension are inside the plastic zip lok bag. They are not connected each other; the syringe barrel label confirms the batch# 7079981. The syringe is empty, no saline solution in it; it has the tip cap assembled; the stopper plunger rod are all the way down. The plunger stopper were removed and no visible fm was noticed. The barrel was inspected under a microscope noticing a fm inside the barrel, at the bottom; white color, with a size of 15 thousand of inch, irregular shape. Syringe tip cap was inspected under the microscope for any possible damage/ missing small piece of plastic finding no evidence of that; same inspection was performed to four white components the 3 way extension has finding the tip placed where the syringe was connected has small plastic flash. Product within specification? Yes? No? Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no issues documented about any type of foreign matter. Update sep13, 2017. Possible root cause a plastic flash from the 3 way extension may have ended up in the syringe, but can¿t confirm. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Product within specification? Yes? No? Root cause description: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no issues documented about any type of foreign matter. Update sep13, 2017. Possible root cause a plastic flash from the 3 way extension may have ended up in the syringe, but can¿t confirm.